Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. An investigation of the reported event found that although there was no patient harm as a result of the footpedal sticking, the same malfunction might lead to serious injury should it recur. The foot pedal had been returned to manufacturer for analysis, and although the alleged malfunction could not be duplicated, lumenis cannot rule out that the malfunction had happened. A review of subject device risk management files shows this is an anticipated risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment no corrective action or remedial actions were deemed necessary. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure is which a versapulse powersuite 100w laser system was being used, "the foot pedal stuck in the middle of the procedure, and the laser had to be emergency shut off while the doctor held the fiber in the air.". No report of serious injury was received.